Manufacturer narrative:
This one of one initial MDR report being submitted for this complaint (B)(4). (B)(4). Concomitant devices: stryker sl10 mc, enpower dcb cable (lot unknown) and target coil (2.5 x 8) competitor. The device was returned for analysis; however, the analysis has not yet been completed. Upon preliminary analysis of the returned product, it was found that the coil was entangled around the device positioning unit (dpu). At the distal tip of the skive, the core wire was found protruding outside the sheath and on the third secondary looping of the proximal end of the coil a section of unreported coil compression damage was found. The remainder of the coil was undamaged and there was mechanical sheath damage at the core wire protrusion site. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
It was reported by the contact at the user facility that during the bronchial artery embolization and the arterial embolization of the internal mammary artery and the intercostal artery the physician experienced resistance during the use of deltapaq (cdf100258-30 / c28142) coil. It was reported that the physician experienced resistance when advancing the complaint deltapaq in the microcatheter (competitor's product). The physician continued advancing the coil, but when about 4cm of the microcoil came out from the distal tip of the micro catheter, it was stuck and could not be advanced further. The physician withdrew and then tried to advance the coil several times, but was unsuccessful. The deltapaq was replaced with a competitor's coil (2.5 x 8, lot unknown), which was successfully delivered to the target site. The same microcatheter was used throughout the procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the microcoils observed in the microcatheter or in the vessels. The patient's details such as sex, date of birth, and the tortuosity and calcification level of the vessels were not available. The procedure was successfully completed without further issues. The complaint product will be returned together with the microcatheter for analysis. There was no reported injury to the patient. There was no reported delay in the procedure. No further information is available.

Manufacturer narrative:
(B)(4). There were no damages noted on the coil prior to the event or after removal from the patient. The microcoil system and the sl-10 microcatheter were returned in almost pristine condition; they were either not used or were cleaned or rinsed before being returned which may have produced further damage. It is also unknown if the devices were improperly handled for returned packaging or were further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was entangled around the device positioning unit (dpu) and the core wire was protruding outside the sheath at the distal tip of the skive. Located on the third secondary looping of the proximal end of the coil a section of unreported coil compression damage was found. Due to post-procedural cleaning, handling, and packaging, the circumstances of how and when the coil was damage could not be determined. The remainder of the coil was undamaged. There was mechanical sheath damage at the core wire protrusion site. The sl-10 microcatheter passed inspection and did not contribute to the field complaint. The coil was deemed to have sufficient column strength for advancement testing. Using the returned sl-10 microcatheter, the complaint coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The coil was advanced out of its introducer sheath freely. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils resistance and then becoming stuck inside the distal section of the microcatheter after 4.0 centimeters of the coil was deployed inside the target site cannot be confirmed. Using the returned microcatheter from the procedure, the complaint coil was advanced through and out the distal tip of the microcatheter multiple times without resistance or other problems. A possible contributing factor to the coil¿s resistance and being unable to be advanced more than 4.0 centimeters out of the distal tip of the microcatheter may have been due to distal interference of an unknown source. The source of this interference whether of a fixed or detached nature could not be determined as both devices were returned in pristine condition. The circumstances of how and when the coil received the unreported compression damage could not be determined due to post-procedural cleaning, handling and packaging. There is no definitive evidence that the coil was damaged prior to removal from the hoop dispenser as all coils are inspected 100 percent prior to final packaging. There is no evidence of a manufacturing issue, no corrective actions will be taken at this time.